Manufacturer narrative:
E1/initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a therapeutic gastric endoscopic submucosal dissection (esd) procedure in which an electrosurgical knife was used in combination with an electrosurgical generator, a perforation occurred just before the procedure was completed. The perforation occurred in the stomach with a size of 2 or 3 centimeters. The lesion was resected and transferred directly to a surgical operation. The patient was reported to be hospitalized but in good health with no abnormalities. The patient was scheduled to be discharged. It was noted that the physician's opinion regarding the device and the perforation was "the output with the needle knife, was it a little high that the effect was 3". There were no further reports of patient harm. Additional information was obtained through a meeting with the physician. The customer indicated there was no malfunction or concerns with the electrosurgical knife and no trouble, including behavior of the main body, with the electrosurgical generator. It was reported the patient had already been discharged from the hospital this is report 2 of 2.

Manufacturer narrative:
Updated fields: d8, h2,h3, h4, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation no nonconformances were found related to this complaint. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.